Event description:
The patient contacted animas on (B)(6) 2013 reporting that he had bent cannulas with the infusion sets. The patient stated that he was unhappy with the outcome and was hospitalized due to high blood glucose (bg) levels because he never received an occlusion alarm. There was no additional information regarding the bg level or hospitalization. Customer support (cs) advised the patient that the pump has many alarms to alert user's of any interruption in insulin delivery but those that are due to bent cannulas depends on pump settings as far as occlusion sensitivity and delivery speed and that he should review those settings with his healthcare professional. The patient refused troubleshooting at the time of the call but he did mention that when he used his pump again he did receive an occlusion alarm. Cs advised the patient that the pump can be replaced but if the issue is still occurring than the issue is not resolved. Cs advised the patient that the pump was not initially replaced as the cause of the bent cannulas and was determined to not be a pump issue but a technique issue and that they recommend changing the infusion set if two bg's of 250mg/dl or 1 bg of 400mg/dl. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to the patient questioning the pump occlusion alarm function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.